Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies or non-conformances were identified that would cause or contribute to the reported event. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the bands pulled through the plates, however the screws and plates are still in place and the sternum is stable. The surgeon will not perform a revision. It was also reported the bands were over tightened during the original surgery. Additional details were requested but have not been provided at this time.